Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result was predicted from a patient sample processed on the vitros 5600 integrated system. An ocd field engineer performed service actions to optimize analyzer performance. The performance of the vitros 5600 instrument at the time of testing the patient sample could not be confirmed as vitros tropi precision testing was not performed prior to the service actions. Therefore, a possible instrument issue contributing to the event could not be confirmed. Vitros tropi results predicted from quality control fluids on a daily basis for a two week time period prior to the event showed acceptable accuracy and precision performance. Therefore, a reagent malfunction was not suspected as a contributing factor, however it was not entirely ruled out. Additionally, the investigation confirmed that the samples involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a non-repeatable falsely elevated vitros tropi es result that had been predicted from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of 0.121 ng/ml vs. A correct result of <0.012 ng/ml was predicted. The falsely elevated vitros tropi es result was reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Once identified, a corrected result was issued for the patient sample. There was no allegation of inappropriate medical action or patient harm due to the falsely elevated result. (B)(4).